Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the reported issue.

Event description:
Follow-up information revealed the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient's programmer also reflects a communication error. A company representative met with the patient and confirmed the issues. The patient will consult with a physician as the next course of action.